Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils. During the procedure, a ruby coil was deployed, but it would not form to the shape the physician intended. After multiple attempts, the ruby coil was removed from the patient and the procedure successfully continued using another manufacturer's coil. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the pusher assembly, the pusher assembly was kinked approximately 5.0, 58.0, 66.0, and 98.0 cm from the proximal end, and the pull wire was retracted out of the distal detachment tip (ddt). Conclusion: the complaint has been evaluated. The complaint indicated that the ruby coil would not seat and begin to coil. Evaluation of the returned device revealed that the pusher assembly was kinked along the hypo-tube shaft and, during decontamination, the coil detached from the pusher assembly. This type of damage typically occurs if the device is improperly handled during use. If force is applied on the pusher assembly while maneuvering the device, it is likely that damage such as this may occur. The coil appeared to be attached to the pusher assembly when it was returned; however, this attachment appeared to be formed by dried blood. After the blood was softened during decontamination, the coil detached from the pusher assembly. The pull wire was retracted out of the ddt capture feature, which resulted in the coil detaching from the pusher assembly. The pet lock was not broken, which indicated there was no attempt made to detach the coil. The cause of this complaint is unknown. These devices are 100% functionally tested and visually inspected during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.